Event description:
As reported by the edwards field clinical specialist (fcs) during a transapical transcatheter aortic valve replacement (tavr) procedure, after the 26mm sapien valve was deployed and the guidewire was removed, there was severe central aortic insufficiency. A second valve was implanted in a 50:50 position within the first valve resolving the central aortic insufficiency; there was no paravalvular leak. Additional information received indicates this patient was successfully discharged from the tavr procedure. During the procedure, there was no loss of pacing capture and ventilation was held during valve deployment. Coaxial alignment of the delivery system and the valve within the native annulus was described as fair. The image intensifier angle was described as good. The degree of calcification at the native valve, leaflet, aortic root and mitral valve was reported as moderate. There was no ventricular septal hypertrophy. Per additional information received, the physician indicated it was possible the aortic insufficiency was due to one of the valve leaflets not coapting completely; however this could not be confirmed on the transesophageal echocardiogram (tee). The fcs indicated the pre-deployment position of the valve was calculated incorrectly and the position of the valve was not confirmed at pre-deployment; the final valve position was 60:40 (aortic). The fcs also indicated there were no issues noted with the valve during prep.

Manufacturer narrative:
The device remains implanted in the patient. In this case there were two possible serial numbers provided for the complaint device (serial no. (B)(4)). A device history record (DHR) review of both serial numbers/ effected sapien valves shows the devices met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case a combination of patient and procedural factors likely caused or contributed to the event. Per report, the patient had moderately calcified native valve/leaflets and the position of the valve pre-deployment was miscalculated resulting in a final valve position of 60:40 (aortic) and possibly contributing to a non-functioning leaflet and central aortic insufficiency. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.